Event description:
During withdrawal of the angioguard (603014mc) filter basket, the filter basket became caught on the distal end of the stent. The physician rotated the pt's neck, and eventually the physician managed to remove the angioguard from the pt body and the procedure was completed without any other problems. There was difficulty experienced while advancing the capture sheath to the lesion; however, there were no details of the event provided. While retrieving the filter, the retrieval sheath was being advanced while the filter wire was fixed. It is unk if there was filter basket deformation. During the procedure, the filter was distal enough from the lesion to prevent any interaction from the balloon/sds (stent delivery system). The filter basket did collapse into the capture sheath as evidence by a reduction in the filter basket diameter shown by the radiopaque strut markers. It is unk if there was any difficulty experienced capturing the filter basket into the capture sheath. There was no debris in the filter basket after removal. It is unk if the user felt that any debris from the filter basket escaped during withdrawal. The filter basket was not suctioned prior to being withdrawn into the capture sheath. Also, during the procedure, the pt developed a transient ischemic attack (tia). The physician stated that may have occurred due to micro emboli. The pt did not experience the tia at the placement of the angioguard; however, it is unk when the pt experienced the tia. The angioguard was in place at the time of the tia. There is no info if the pt exhibited any signs or symptoms or at what point they occurred. The pt fully recovered from the tia on the day of the procedure. The stent delivery system did not pass through any acute bends. The lesion was accessed contralaterally from the right femoral artery. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion. There was no unusual force used during the procedure. It is unk if there was thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated (4mm/6atm, brand unk) prior to stent implantation. The percent stenosis after pre-dilation is unk. There is no info on the contrast used. The stent fully expanded with good wall apposition. The percent stenosis afer post-dilation is unk. It is unk if any thrombus was noted post deployment. It is unk if the user thought the event was related to the stent or the procedure. The target lesion was the left internal carotid artery. The pt has had asymptomatic carotid artery stenosis. It is unk if the intended lesion was located at the carotid bifurcation. The target lesion vessel diameter was 1.6mm. There is no info on what size or brand sheath introducer or size guiding catheter was used in the procedure. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 20mm. The target lesion stenosis was 70%, mild calcified, with no tortuous.

Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt.